Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent repair surgery on (B)(6) 2014. It was reported that the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.